Event description:
It was reported via medwatch report# mw5103380 that stent thrombosis occurred. On (B)(6) 2021, the patient presented with non-st elevation myocardial infarction. Angiography revealed a total occlusion of the mid left anterior descending artery. The patient reported chest pain for five days. The lesion was pre-dilated with a 2.50 x 20 emerge otw and a 3.00 x 30 emerge rx using multiple inflations. A 3.00 x 38 synergy xd drug eluting stent (des) was deployed and its balloon re-inflated to post dilate the stent. A 3.00 x 20 synergy xd was deployed more proximal and its balloon re-inflated to post dilate the stent. The patient did well and was discharged on aspirin and plavix. On (B)(6) 2021 the patient presented to the emergency room with chest pain of one hour duration. The patient was diagnosed with st elevation myocardial infarction and transferred to the cath lab for emergent percutaneous coronary intervention. The previously placed stents had 100% thrombotic occlusion. The patient stated they had faithfully taken aspirin and plavix with no missed doses. Thrombectomy was performed and a 3.50 x 30 nc emerge rx was used resulting in 0% residual stenosis and timi-3 flow. The patient did well and was discharged on aspirin and brilinta.